Manufacturer narrative:
The suspect device has not been returned, thus the device evaluation cannot be completed; therefore, the caused of the reported event has not been determined. The july 2008 15-month stonetome sphincterotomes product family trending report, inclusive of all failure modes, was reviewed; no unfavourable trend was noted.

Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008 that a stonetome stone removal device was used during an est procedure. According to the complainant, "the physician noted that he was unable to control the direction of the cutting wire." The physician withdrew the device and examined it, noting that the cutting wire was attached to the catheter, but was misoriented. The procedure was completed with a different device (product and manufacturer unknown). No patient complications were reported as a result of this event, and the patient's condition was reported as "good" following the procedure.